Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an insulin syringe. The customer states a cannula broke off in her skin but did not need any medical attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.